Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified medication (dose, route, frequency, and duration not reported) for the event. At the time of this report, the recovery status of the patient was unknown. On an unreported date, pd therapy was discontinued and the patient's catheter was removed. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.